Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the inferior vena cava filter removal procedure, after carefully reading of the film, the recovery end of the inferior vena cava filter was allegedly significantly offset and adhered to the blood vessel wall. It was further reported that during the operation, the retrieval end of the filter was offset to a large extent and stuck to the blood vessel wall, making retrieval difficult and the filter was successfully removed, but one of the support wedge arms was found to be missing during inspection. Reportedly, the fluoroscopy showed that the wedge-shaped arm was allegedly located at the level of the right renal vein opening of the inferior vena cava and then went to the right heart. Furthermore, the patient was then transferred to another hospital for open heart surgery to remove it, but it was unsuccessful. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. One fluoroscopic video was provided and reviewed. The video depicts what appears to be a retained arm or leg of the explanted filter in the right heart. One photo and one video were provided and reviewed. The photo shows the medical professional holding the filter. From the angle provided, eight limbs (four arms and four legs) are visible. The video shows the medical professional holding the filter. Only ten limbs (four arms and six legs) are seen attached to the filter. The remaining two limbs (arms) are seen missing. Blood residues are seen throughout the filter. Per the reported information, one limb detached inside the patient's body. The second limb was detached by the customer after the filter removal to test the firmness of the limb. Additionally, the filter arms were deformed outside the patient's body by the customer. Therefore, the investigation is confirmed for the reported detachment as only ten limbs were visible in the video. However, the investigation is inconclusive for the removal difficulty and malposition of device as no objective evidence was provided for the review. A definitive root cause for the reported detachment, removal difficulty and malposition of the device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11; h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the inferior vena cava filter removal procedure, after carefully reading of the film, the recovery end of the inferior vena cava filter was allegedly significantly offset and adhered to the blood vessel wall. It was further reported that during the operation, the retrieval end of the filter was offset to a large extent and stuck to the blood vessel wall, making retrieval difficult and the filter was successfully removed, but one of the support wedge arms was found to be missing during inspection. Reportedly, the fluoroscopy showed that the wedge-shaped arm was allegedly located at the level of the right renal vein opening of the inferior vena cava and then went to the right heart. Furthermore, the patient was then transferred to another hospital for open heart surgery to remove it, but it was unsuccessful. The current status of the patient is unknown.